Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure (performed during (B)(6) 2010, exact date unknown) using a pinnacle anterior/apical pfr kit, as the physician pulled back on the mesh leg to seat the needle in the capio device, the needle detached from the mesh leg, outside the patient. The physician used another pinnacle anterior/apical pfr kit to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Visual analysis of the returned pinnacle mesh showed that the needle was missing from the end of the blue dilator. The complaint was confirmed. Mechanical analysis of the returned capio device found that the device operated freely and smoothly. A review of the manufacturing records was performed, and no issues that could have contributed to this event were found. The probable cause of this event was determined to be operational context.

Manufacturer narrative:
The patient's exact age is not available, but is (B)(6). (B)(4) relates to (B)(4) for the reported event of suture detached. The device has not been received for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure (performed during the week of (B)(6) 2010, exact date unknown) using a pinnacle anterior/apical pfr kit, as the physician pulled back on the mesh leg to seat the needle in the capio device, the needle detached from the mesh leg, outside the patient. The physician used another pinnacle anterior/apical pfr kit to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.